Manufacturer narrative:
There is no allegation of malfunction of da vinci system, instruments or accessories. Furthermore system logs for the date of the surgery showed no system error codes were observed during the procedure. Isi clinical sales representative informed that the patient had swelling from a recent prior surgery, resulting in obstruction of the surgeon's view. The events are not entirely clear, however the patient's colon was injured. The patient required a cholecystectomy to repair the damage. The instruments and accessories user manual specifically states: - caution: ensure all installed instruments are visible in the surgeon console view before proceeding to prevent inadvertent harm to the patient.

Event description:
It was reported that during a da vinci si surgical procedure, the patient sustained damage to the colon and bladder. The damage required an additional surgery, which was completed successfully. No further details have been provided.